Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(6).

Event description:
It was reported that during an upper gastrointestinal examination, when removing the scope, the distal attachment went missing. The upper gastrointestinal examination was repeated but the attachment was not found and was not able to be retrieved. The physician decided to monitor the situation. There were no reports of patient injury. Additional information has been requested.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the subject device (d-201-11804) detached because it was not compatible with the scope (gif-q240x) used during the procedure. The event can be detected/prevented by following the instructions for use (IFU) which states: instruction manual of model number (d-201-11804): ¿these instruments have been designed to be attached to the distal end of the compatible endoscope to keep the suitable depth of endoscope¿s view field. Do not use these instruments for any purpose other than their intended uses.¿ instruction manual of model number (gif-q240x): ¿device (gif-q240x) is not compatible with device (d-201-11804).¿ this supplemental report includes additional information received from the customer. A6, b5, and h6 have been updated accordingly. Also, corrections have been made to b3, b5, g2, and h8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure itself was an observation of the stomach. After the procedure was completed, and the missing distal attachment was observed, the physician asked the patient to undergo a re-examination to check for any falling objects. However, the patient did not wish to have the scope re-inserted. An x-ray was performed at a later date, and there were no abnormalities noted. The tip attachment has not been found inside or outside the patient¿s body. There was no patient injury due to the event. Moreover, the scope used during the procedure was inspected prior to use and the distal attachment was applied to the device by the examining physician. After the procedure, the nurse reported that although there was no problem with the scope, it was noted that the distal attachment was not compatible with the device.